Event description:
The manufacturer received information alleging a CPAP device caught on fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer service center for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
In previous MDR missed to capture h7 and h9 so updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device caught with fire related to a CPAP device's sound abatement foam. The patient has alleged to sore throat. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. MFR codes have been updated and corrected with the appropriate health effect - clinical code.